Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ICU, the md successfully inserted the catheter into the patient. Three days after the catheter insertion, the nurse found a minimal rupture in the distal extension line. The md was notified and decided to remove the catheter, however, it is not known whether it was replaced. There was no reported delay, death, or complications to the patient as a result of this occurrence.